Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019 senseonics was made aware of an event where the sensor broke into two (2) pieces during the removal procedure. One piece of the sensor was removed during the initial removal procedure.